Event description:
It was reported that the pump was exposed and coming out of the body at the device pocket. The pump and catheter were replaced. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver compounded baclofen. It was later clarified that the patient experienced wound erosion. The cause was unknown. The devices would not be returned to the manufacturer.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).